Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the devices experienced foreign matter in tube; biological and non-biological. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: (1) a lump of the additive was found in tubes. (2) water drops were found in tubes. A total of 15 of 100 tubes were affected by these fms.

Manufacturer narrative:
Investigation: bd received 9 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the devices experienced foreign matter in tube; biological and non-biological. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: (1) a lump of the additive was found in tubes. (2) water drops were found in tubes. A total of 15 of 100 tubes were affected by these fms.